Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, there were issues experienced with the loading or firing of the clips. They used another device to complete the case. There was no patient injury.